Manufacturer narrative:
(B)(4). Failure analysis found that after battery installation unit alarmed with a constant pump error due to corroded electronic assembly. The motor and battery tube assemblies were found corroded per visual inspection. Unable to perform displacement test due to pump error. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump was received with stained serial number label. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was unknown at the time of the incident. It was reported that there were cracks in the battery compartment. The product was returned for analysis.